Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received unspecified low readings on the sensor scan along with low glucose alarm and self treated with 8 glasses of milk, 1 liter of cola, 1 juice and 10-12 bread slices. Customer subsequently experienced symptoms described as "swollen legs, heavy breathing, discomfort, acid production, swaying throat" and was seen at the hospital where a reading of 30+ mmol/l was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and received unspecified treatment. Customer was still under observation at the time of report. There was no report of death or permanent impairment associated with this event.